Event description:
The manufacturer received information alleging a ventilator inoperative error code was found during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the manufacturer service center when the error code was found on the device. During the evaluation it was noted that a system error code, ripc communication failure between the therapy and user interface central processing units (cpus) (e-0196), was observed on the device's error log. The manufacturer's service technician evaluated and determined the system printed circuit assembly (pca) and display pca had caused the error to occur on the device. In conclusion, the device's system pca and display pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air foam inlet filter, particle filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue.